Event description:
It was reported that a clearlink buretrol solution set leaked due to a crack on the burette chamber in the pediatric intensive care unit. It is unknown during what process step this malfunction occurred. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.